Event description:
It was reported that when the patient presented in clinic for a routine follow-up, the right ventricular lead exhibited a high capture threshold and decreased r-wave amplitudes. Programming changes were made and the lead remains implanted.

Manufacturer narrative:
(B)(4).